Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that there was fluid in the reservoir compartment of the insulin pump. Troubleshooting was performed and the insulin pump passed the self-test. Nothing further was reported.